Event description:
During the positioning of a 26mm sapien xt valve by the transfemoral approach, the patient decompensated hemodynamically. Her blood pressure dropped to the 30s mmhg with her heart rate in the 40s bpm. The valve was retracted to the ascending aorta with no change in the patient¿s hemodynamics. The valve was positioned 50:50 aortic/ventricular (a/v) and deployed. However, the patient did not recover post valve deployment and remained asystolic with little to no blood pressure. The patient¿s chest was opened, revealing a perforation along the free wall of the left ventricle (lv). The extra stiff wire with 1cm flexible tip was observed exiting the lv along the perforation. The patient expired during the procedure.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (positioning of the valve on the guide wire) caused the ventricular perforation, leading to the patient¿s demise. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.